Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that approximately one year later the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted due to high threshold measurements and loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was returned severed at 29.5 centimeters from the terminal end. Only the proximal segment was returned. The returned portion of the lead passed electrical testing. The field allegation was unable to be confirmed due to only a portion of the lead being returned. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited an impedance measurement increase to greater than 3000 ohms one month earlier. The patient was brought into the clinic and the impedance measurement was noted to be 703 ohms upon initial interrogation. However when isometrics were performed the impedances measurements were greater than 3000 boston scientific technical services (ts) was consulted and discussed possible causes of an acute rise in pacing impedance measurements. Ts discussed the option of monitoring since thresholds and sensing were fine. The field representative noted a cause of the high out of range pacing impedance measurements was not determined and the physician did opt to continue to monitor the patient. The crt-d and lv lead remain in service and no adverse patient effects were reported.